Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: a promus premier ous mr 28 x 3.00mm catheter was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. A visual and tactile examination of the hypotube profile revealed no issues along the shaft of the device. A visual and tactile examination of the shaft polymer extrusion profile identified no issues with the outer, mid-shaft section or the inner lumen of the device. A visual examination and microscopic examination of the stent profile identified stent struts were flared at the distal part of the stent. A microscopic examination of the balloon cones noted to have no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Microscopic analysis of the stent positioning revealed that there was no movement noted on the proximal markerband. The stent struts were flared at the distal section of the stent. A microscopic examination of the distal tip revealed no signs of damage. Dimensional testing measured the undamaged stent outer diameter, and the result was within maximum crimped stent profile measurement. No other device issues were noted.

Event description:
It was reported that stent damage and removal difficulty occurred. The 90% stenosed 3.0 mm x 26 mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 3.00 mm x 28 mm promus premier drug-eluting stent was advanced for treatment. When the position of the stent was adjusted in the blood vessel, the distal end of the stent was lifted up. The stent could not be recaptured, nor could it be safely deployed for implantation into the patient. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent damage and removal difficulty occurred. The 90% stenosed 3.0 mm x 26 mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 3.00 mm x 28 mm promus premier drug-eluting stent was advanced for treatment. When the position of the stent was adjusted in the blood vessel, the distal end of the stent was lifted up. The stent could not be recaptured, nor could it be safely deployed for implantation into the patient. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.